Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with a broken belt clip slot and a missing end cap sticker.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 220 mg/dl. The father also reported his daughter was attempting a bolus when the up button became stuck and the numbers started scrolling. Father also stated replacing the battery did not clear the button error alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).